Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire came off the lower jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. During harvesting, it was noted that the wire came off the lower hemopro jaw. They opened another kit to finish the case. There was no sequelae or injury to the patient. Nothing fell off the device.